Manufacturer narrative:
Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during intra-aortic balloon (iab) therapy that after the balloon was implanted and counterpulsation started, blood was found in the balloon. After the balloon was removed and a new 40-gauge balloon was implanted, counterpulsation was successful. No harm was caused to the patient.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d1, d4(version or model #, catalog #, unique identifier (UDI) #). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).